Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated they received their replacement programmer but they continued to have the same exact issue. While on the call it was attempted to have the patient try switching batteries to old programmer but the patient confirmed that the patient programmer battery light would show up with both programmers and that there was no beep. The patient further reported they had tried several 9v batteries and they had the same issue. The patient reported in another call on (B)(6) 2017 that they received their replacement remote but it was not working. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who just received their replacement and it will not turn on her implant. The patient said their implantable neurostimulator (ins) is dead so they are returning the replacement unit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of event is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient had to turn stim off for knee surgery which was unrelated to the device or therapy. Patient stated when she went to turn stim back on, she couldn¿t get the stim to turn on. She had the remote with just the buttons. The only light that came on was the 6 v battery and it was green. She could not get stim to come on. It would not come on or beep. She had tried several new batteries. Patient reported she does not have healthcare provider (hcp). There were no further complications that have been reported as a result of this event.